Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent a surgical procedure for the implantation of a gore-tex® stretch vascular graft (graft) in the forearm for the treatment of occlusion in the cephalic vein. Diffuse bleeding from the tissue in the surgical area occurred during this procedure. On (B)(6) 2025, the 64-year-old male patient underwent a surgical procedure for the implantation of a gore-tex® stretch vascular graft (graft) in the left arm for hemodialysis access. The arterial anastomosis was at the cubital brachial artery, with a loop-shaped course counterclockwise in the forearm. The venous anastomosis was at the basilic vein in the proximal upper arm. During the implantation the patient exhibited severe diffuse bleeding. On (B)(6) 2025, the patient developed a massive swollen arm and severe pain, primarily in the forearm but also in the upper arm. The physician commented that this is quite common after prosthesis implantation and usually subsides gradually with compression therapy. However, in this case, tension blisters appeared on the skin as early as the first postoperative day, and the swelling didn't decrease significantly. Also on the first postoperative day, hematoma evacuation had to be performed in the area of the arterial anastomosis. The arm swelling, however, was explicitly not limited to the area of the arterial anastomosis but was diffuse and more pronounced than average. Several surgical revisions were required: on (B)(6) 2025, a revision surgery took place, where partial drainage of the seroma, excision of skin defects, sealing of the graft with fibrin glue, and application of a vacuum dressing was performed. In (B)(6) 2025 a vacuum assisted closure (vac) therapy, also known as negative pressure wound therapy (npwt), was performed to remove wound fluid and promote wound healing. On (B)(6) 2026, it was only possible to explant 3 segments of the graft, with a graft remnant left in situ. Fluid was observed within the graft. Segmental seromas had formed in several areas around the graft, and there were leaks. The noticed exhibited severe diffuse bleeding during the implantation reoccurred during the explant. The graft segments remaining in the patient were decommissioned, and a deeper lying prosthesis was implanted. The patient was reasonably well afterwards. The hospital placed the explanted segments in a small container filled with saline solution and put it into an ultrasonic cleaning device. Ultrasound findings showed only partial graft ingrowth. The solution was examined microbiologically at the hospital, where several swabs were taken from the wound and from the graft, but laboratory analysis was negative for infection and no conclusive evidence was found. According to the physician, the swelling and hardening of the subcutaneous tissue in the left arm persisted with varying intensity until the explantation of the graft. Following the revision surgery on (B)(6) 2025, it temporarily decreased but subsequently returned to its maximum size. The swelling never subsided sufficiently to allow the graft to be punctured for dialysis. When asked about the diffuse bleeding, the physician indicated that there was a diffuse bleeding tendency. Diffuse bleeding from the tissue in the surgical area was first described on (B)(6) 2023, when the first graft was implanted in the forearm for treating occlusion of the cephalic vein of the forearm. A diffuse bleeding tendency was also mentioned in the surgical reports during the loop graft placement on (B)(6) 2025, and the hematoma evacuation on (B)(6) 2025. The bleeding tendency was noticed during tissue preparation in each case. Prolonged bleeding was observed from the puncture sites of the anastomotic sutures within the graft itself. No bleeding was observed from the "free length" of the graft, i.e., outside the anastomoses.

Manufacturer narrative:
H6 codes b21, c21: the investigation is ongoing. Preliminary results are not yet available. The serial number could not be obtained. Further efforts are being taken to obtain it. H3 other; h6 codes b01, c21: the medical device returned for further investigations. Preliminary results are not yet available. The device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A2, b5: corrected the age from the patient from 64 years to 63 years. H6, code f1901: added this code to capture the surgical revisions.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent a surgical procedure for the implantation of a gore-tex® stretch vascular graft (graft) in the forearm for the treatment of occlusion in the cephalic vein. Diffuse bleeding from the tissue in the surgical area occurred during this procedure. On (B)(6) 2025, the 63-year-old male patient underwent a surgical procedure for the implantation of a gore-tex® stretch vascular graft (graft) in the left arm for hemodialysis access. The arterial anastomosis was at the cubital brachial artery, with a loop-shaped course counterclockwise in the forearm. The venous anastomosis was at the basilic vein in the proximal upper arm. During the implantation the patient exhibited severe diffuse bleeding. On (B)(6) 2025, the patient developed a massive swollen arm and severe pain, primarily in the forearm but also in the upper arm. The physician commented that this is quite common after prosthesis implantation and usually subsides gradually with compression therapy. However, in this case, tension blisters appeared on the skin as early as the first postoperative day, and the swelling didn't decrease significantly. Also on the first postoperative day, hematoma evacuation had to be performed in the area of the arterial anastomosis. The arm swelling, however, was explicitly not limited to the area of the arterial anastomosis but was diffuse and more pronounced than average. Several surgical revisions were required: on (B)(6) 2025, a revision surgery took place, where partial drainage of the seroma, excision of skin defects, sealing of the graft with fibrin glue, and application of a vacuum dressing was performed. In (B)(6) 2025 a vacuum assisted closure (vac) therapy, also known as negative pressure wound therapy (npwt), was performed to remove wound fluid and promote wound healing. On (B)(6) 2026, it was only possible to explant 3 segments of the graft, with a graft remnant left in situ. Fluid was observed within the graft. Segmental seromas had formed in several areas around the graft, and there were leaks. The noticed exhibited severe diffuse bleeding during the implantation reoccurred during the explant. The graft segments remaining in the patient were decommissioned, and a deeper lying prosthesis was implanted. The patient was reasonably well afterwards. The hospital placed the explanted segments in a small container filled with saline solution and put it into an ultrasonic cleaning device. Ultrasound findings showed only partial graft ingrowth. The solution was examined microbiologically at the hospital, where several swabs were taken from the wound and from the graft, but laboratory analysis was negative for infection and no conclusive evidence was found. According to the physician, the swelling and hardening of the subcutaneous tissue in the left arm persisted with varying intensity until the explantation of the graft. Following the revision surgery on (B)(6) 2025, it temporarily decreased but subsequently returned to its maximum size. The swelling never subsided sufficiently to allow the graft to be punctured for dialysis. When asked about the diffuse bleeding, the physician indicated that there was a diffuse bleeding tendency. Diffuse bleeding from the tissue in the surgical area was first described on (B)(6) 2023, when the first graft was implanted in the forearm for treating occlusion of the cephalic vein of the forearm. A diffuse bleeding tendency was also mentioned in the surgical reports during the loop graft placement on (B)(6) 2025, and the hematoma evacuation on (B)(6) 2025. The bleeding tendency was noticed during tissue preparation in each case. Prolonged bleeding was observed from the puncture sites of the anastomotic sutures within the graft itself. No bleeding was observed from the "free length" of the graft, i.e., outside the anastomoses.

Event description:
The following was reported to gore: on (B)(6) 2023, a gore-tex® stretch vascular graft was implanted in the patient's left forearm for treatment of cephalic vein occlusion. Diffuse bleeding from the tissue in the surgical area occurred. On (B)(6) 2025, the 63-year-old male patient underwent implantation of a gore-tex® stretch vascular graft (graft) in the left arm for hemodialysis access. The arterial anastomosis was at the cubital brachial artery, with a loop-shaped course counterclockwise in the forearm. The venous anastomosis was at the basilic vein in the proximal upper arm. Severe diffuse bleeding occurred during implantation. On (B)(6) 2025, the patient developed a massive swollen arm and severe pain, primarily in the forearm but also in the upper arm. The physician commented that this is quite common after prosthesis implantation and usually subsides gradually with compression therapy. However, in this case, tension blisters appeared on the skin on the first postoperative day, and the swelling did not decrease significantly. Hematoma evacuation at the arterial anastomosis was required. The arm swelling was explicitly not limited to the area of the arterial anastomosis but was diffuse and more pronounced than average. Several surgical revisions followed: on (B)(6) 2025, partial drainage of the seroma, excision of skin defects, graft sealing with fibrin glue, and application of a vacuum dressing was performed. In (B)(6) 2025, a vacuum assisted closure therapy was performed to remove wound fluid and promote wound healing. On (B)(6) 2026, it was only possible to explant 3 segments of the graft, with remaining graft segments left in situ, which were firmly integrated into the tissue. Fluid was present within the graft. Segmental seromas had formed in several areas around the graft, and there were leaks. The noticed exhibited severe diffuse bleeding during the implantation reoccurred during the explant. The patient was reasonably well afterwards. The hospital placed the explanted segments in a small container filled with saline solution and put it into an ultrasonic cleaning device. Ultrasound findings showed only partial graft ingrowth. The solution was examined microbiologically at the hospital, several swabs were taken from the wound and from the graft, but laboratory analysis was negative for infection and no conclusive evidence was found. On (B)(6) 2026, the now dilated cephalic vein of the upper arm was anastomosed to the brachial artery in the cubital fossa as a native av fistula. 2x5.9 mg/dl blood transfusion was required. According to the physician, the swelling and hardening of the subcutaneous tissue in the left arm persisted with varying intensity until the explantation of the graft. Following the revision surgery on (B)(6) 2025, it temporarily decreased but subsequently returned to its maximum size. The swelling never subsided sufficiently to allow the graft to be punctured for dialysis. About the diffuse bleeding, the physician indicated that there was a diffuse bleeding tendency. Diffuse bleeding from the tissue in the surgical area was first described on (B)(6) 2023, when the first graft was implanted in the forearm. A diffuse bleeding tendency was also mentioned in the surgical reports during the loop graft placement on (B)(6) 2025, and the hematoma evacuation on (B)(6) 2025. The bleeding tendency was noticed during tissue preparation in each case. Prolonged bleeding was observed from the puncture sites of the anastomotic sutures within the graft itself. No bleeding was observed from the "free length" of the graft, i.e., outside the anastomoses. The physician does not know whether the seroma was caused or favored by the patient's condition. What is certain, however, is that aqueous fluid leaked directly from the macroscopically inconspicuous prosthesis. Due to the relatively high shunt flow, venous hypertension existed in the entire left arm of the patient.

Manufacturer narrative:
H3 other; h6 codes b01, c21, d16: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. The graft fragments were returned to w. L. Gore & associates for investigation. Submitted unfixed were seven (7) of a gore-tex® stretch vascular graft-standard-walled fragments. Three of the fragments arrived separate while four were adhered together and were manually separated during the gross procedure. All fragments were returned in a flattened state and had both ends transected while three fragments were longitudinally transected. The abluminal surface of five of the fragments was completely devoid of tissue while two of the fragments were covered in a film of firmly adherent desiccated dark yellow to brown biological material and had adhered white ¿gauzy¿ material not related to the device fragments. The lumens of all fragments were completely devoid of tissue however, patency of the returned fragments could not be determined due to handling (i.e., reported sonication) and their fragmented nature. Three of the seven fragments had fine white filaments projecting from the abluminal surface or transected ends. Multiple evenly spaced serration marks were present on all returned fragments to differing degrees. Histopathologic analysis was not performed, due to the paucity of adherent tissue as well as the unfixed state of arrival. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. All fragment transections were consistent with a sharp surgical instrument (e.g., scissors, scalpel). The evenly spaced serration marks present on all fragments were consistent with those caused by grasping/pulling with surgical instrumentation (e.g., forceps/clamps) used during a surgical or explant procedure. The white filament material observed during gross examination was consistent with radial film. The white ¿gauzy¿ material was not present following digestion. All fragments had radial film disruptions to varying degrees all of which were originated from regions of clamping or transection. Radial film was present along the length of all the fragments except for the regions of disruption. Regions of brown to yellow discoloration, consistent with hemosiderin staining, were present to varying degrees on the abluminal surface of all fragments. Areas of two graft fragments exhibited a dark, charred areas and were consistent with electrocautery marks likely used during a surgical procedure. The order and orientation of the returned fragments was unidentifiable. Disruptions identified were not associated with handling or manufacturing process at w. L. Gore & associates. The graft disruptions (i.e., transections, cautery marks, and radial film disruptions) are consistent with a surgical or explant procedure. All regions of the graft outside of the observed disruptions were grossly normal. The cause of the seroma could not be determined from the returned fragments or information provided; evidence of seroma was not observed during gross examination of the returned fragments. Additionally, the cause of ¿prolonged bleeding observed from the puncture sites of the anastomotic sutures within the graft itself¿ could not be determined from the returned fragments or information provided. The investigation needs to be completed.